Manufacturer narrative:
The customer stated that they reviewed the error log of the qube bedside monitor and no error messages regarding internal power issues were present. The biomed tested the device and could not identify any failure with the unit. The customer declined to send the device in for service and stated that the unit would be put back into use as no issues were found. Cause of failure was not established as the biomed could not duplicate the issue.

Event description:
The customer reported that while monitoring a patient a qube bedside monitor shut down on its own. There was no patient or user harm associated with this event.